Manufacturer narrative:
The customer-reported issue was confirmed via review of the patient data file as one emergency battery error alarm was identified. The root cause was determined to be a malfunction of the emergency battery as it had an unrecoverable permanent fault. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system checkout at the emergency battery step.